Event description:
It was reported that the patient was seen in the emergency room experiencing syncope and a heart rate in the 30s. Troubleshooting was performed and it was thought that oversensing on the right ventricular lead had caused an inhibition of therapy. During the patients next follow-up, no lead abnormalities could be detected. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.